Event description:
It was reported that while preparing for ureteroscopy procedure, the suture was not attached to the stent. A percuflex plus stent had been selected to treat an unspecified ureteral lesion. While unpacking the device, it was noticed that the suture was not attached to the stent. The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the product was not returned for analysis. A review of the device history record was performed and revealed no related issue to this complaint. The most probable root cause of the reported complaint could not be determined.